Event description:
It was reported that the bd alaris secondary set experienced device damage while still considered operable. The following information was provided by the initial reporter: nurse indicates that she was unable to attach/connect the secondary set into the primary set related to a chipped defective male end.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes . D.9. Returned to manufacturer on: 02-may-2022. H.6. Investigation: a complaint of a set having connection issues due to a broken male luer was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer was chipped. A device history record review for model 11448964 lot number 21063127 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The root cause was determined to be defective material from the supplier. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21063127 regarding item 11448964.

Event description:
It was reported that the bd alaris secondary set experienced device damage while still considered operable. The following information was provided by the initial reporter: nurse indicates that she was unable to attach/connect the secondary set into the primary set related to a chipped defective male end.